Event description:
It was reported that a patient experienced an injury near their eyes due to device's arm falling onto them during treatment. Patient received stitches as medical intervention. Cynosure clinical investigated the event and determined it was inconclusive. Treatment settings were requested, but none was provided. Field site engineer (fse) arrived at the site and investigated the device. Fse retightened the top screw, filled the connecting rod hole with glue, and tightened the cable tie. Loose screws had caused the arm to fall, but it is unclear if it was related to device malfunction or user error. Since the patient received medical intervention, this event is reportable.